Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 141425: (B)(6) items manufactured and released on (B)(6) 2014, expiration date: 03/21/2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event.

Event description:
Eighteen days after primary the surgeon revised the patient for a knee infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.